Event description:
It is reported that the patient's insulin pump was displaying the button error alarm. Patient's blood glucose level is 158mg/dl. Trouble shooting is conducted. Device is being returned. No further information available.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No button error alarm was noted. The insulin pump had intermittent button response due to moisture damage on the keypad traces. No unexpected number ramping or failed battery test alarm was noted. All operating currents were within specification. The off no power alarm functioned properly and the insulin pump passed the self test. The insulin pump was received with a cracked case at the display window corner, cracked reservoir tube lip, minor scratches on the display window and cracked battery tube threads.